Manufacturer narrative:
A boston scientific crm technical services consultant commented that the this situation with the pacemaker and the new lead is considered off label use. Four days later, a new pacemaker and leads were permanently re-implanted in this patient. No other adverse events have been reported. This event will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacing system was being explanted due to infection. The explanted pacemaker was dipped in betadine and is providing external pacing therapy to this patient. The device was interfaced to a dextrus lead which was implanted in this patient's jugular vein. The patient will be re-evaluated one week post antibiotic therapy.